Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer tm modular cup 58mm multihole revision: 00620205820 lot#unk. Zimmer modular cup 7mm offset liner longevity 58x32: cat#00634105832 lot#unk. Stryker stem cat#unk lot#unk. Stryker head cat#unk lot#unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02486.

Event description:
It was reported the patient underwent left tha on an unknown date. The patient underwent a left revision approximately 15 years ago for unknown reasons. It was noted a zimmer biomet cup and liner were implanted during revision. Subsequently, the patient recently underwent another revision due to pain, instability, impingement, migration, radiolucency, loosening, and bone loss. It was noted the zimmer biomet cup and liner were removed and replaced, as well as the competitor head. The competitor stem was left in place. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.